Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the maclab & flexvision had no connection. As part of the troubleshooting process, fse installed the video box. After installation of video box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision has no connection. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.